Manufacturer narrative:
The field service engineer (fse) did not identify any issues with the instrument and performed preventive maintenance measures. No other results were provided for the alleged patient that would help determine if the issue is related to sampling problems (mis-sampling caused mainly by pre-analytical factors) and ise/reference flow issues or other errors. No further data and information were provided. Therefore, the root cause of the event could not be determined.

Manufacturer narrative:
Cartridge na lot number is l84_2023 with an expiration date of 03-jun-2024. Investigation is ongoing.

Event description:
A customer alleged discrepant sodium (na) results for one patient sample tested on a cobas 6000 c501 module. The sample initially resulted in a na value of 149 mmol/l and repeated as 140 mmol/l.